Event description:
It was reported the camera head image was displaced and the rest was black. The issue occurred after a diagnostic uterine endoscopy procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h6, and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following reportable malfunctions were identified during the device evaluation: due to damage on cable unit, the endoscopic image cannot be displayed. Thus, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.